Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7070266.

Event description:
It was reported that the patients ipg did not cover the pain areas despite several reprogramming attempts. The patient underwent a revision procedure wherein ipg and paddle lead was replaced. The patient was doing well postoperatively. The explanted device components were discarded.